Event description:
Customer called and stated the pad sparked by the cord.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, bent/broken thermostat, pad dirty or stained. Pad also appears to have been used in a roller bed. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on (B)(4) 2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.